Manufacturer narrative:
The device has been received by baxter, and the evaluation has not yet been completed. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Device evaluation: the reported condition of "alarms during infusion" involving an infuso.r. Pump was confirmed and reproduced during device evaluation. The assignable cause was determined to be a missing reed switch. The reed switch was replaced to fix the reported condition.

Event description:
Customer reported an infuso.r. Pump which alarms during infusion. The reported condition occurred in the surgery department, however it is unknown when the reported condition occurred. There was no patient involvement. No patient injury or medical intervention occurred. No additional information is available.